Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 1.3, lab: 1.8. Time between meter and lab testing was 15 minutes. Technical services is replacing the customers inratio2 meter.